Manufacturer narrative:
Product complaint # ==> (B)(4). Batch #: unk. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Can you please provide more event details? How much blood did the patient lose? Was the bleeding controlled? Were any blood products or transfusion required? If so, please explain. Was a laparotomy required to control the bleeding? What is the current patient status? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? If yes, please explain.

Event description:
It was reported that during a sleeve gastrectomy procedure, during stapling of the stomach, the chip got jammed and the gesture was incomplete. Only one staple line was effective. The surgeon stopped the bleeding with clips (ligaclips ethicon) and made an overedge suture on the staple line. The surgeon finished the procedure with another device.

Manufacturer narrative:
(B)(4). Date sent: 03/23/2020. Additional information was requested, and the following was obtained: can you please provide more event details? Unknown. How much blood did the patient lose? 200 cc. Was the bleeding controlled? Yes with clip and overlock suture applied immediately were any blood products or transfusion required? No. Was a laparotomy required to control the bleeding? No. What is the current patient status? He is doing well. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? No, no surgery recovery needed.